Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump and data logs were not returned for investigation. As per clinical observations, 'placement signal not reliable' alarm was noted during the case. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant placed an impella 5.5 for support of a patient. The placement signal was lost during the support. The decision made to withdraw care, and the patient expired.